Event description:
It was reported that when the nail was twist in, the screw broke. No patient injuries reported.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at the suture slot. The inserters inner shaft is slightly bent, indicating off axis insertion. Clinical details were provided stating the anchor was twisted into the insertion site. This anchor is designed to be tapped in with a mallet.